Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 40s-range mg/dl and 160-170s-range mg/dl. Customer was feeling symptoms of hypoglycemia with the reading in the 40s mg/dl. Her family gave her sweets and a soda to feel better. After treatment, she obtained the reading in the 160s-170s mg/dl. No actions taken based on device results. No adverse event reported. Customer states that the test strips used were within expiration at the time fo the event. Requested return of suspect device and strips, and replacement was sent.